Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods the cannula had deployed early at initial activation. The patients reported blood glucose level had rose to 400 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.